Event description:
An aveli patient reported that approximately 5 weeks after her procedure she was experiencing "nerve pain" as well as a "pocket of skin that feels separated from the fat." Patient reported that her provider removed 40cc of fluid from the right buttock. Her provider prescribed gabapentin to address the pain and it improved.